Event description:
Rheumatoid arthritis [rheumatoid arthritis]. Initial information received on 11-oct-2022 regarding a solicited valid serious case received from the patient, in the scope of post-marketing sponsored study "spon_I_synvisc one." Country: canada. Study title: patient support program involving synvisc one. This case involves a 35 years old female patient who had rheumatoid arthritis with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2019, the patient received synvisc one injection at dose of 6ml once in her right knee (lot - 8rsl03213) (expiry date, strength: unknown) for osteoarthritis. On an unknown date in 2020 after an unknown latency she no longer receives the injections being she now has (rheumatoid arthritis) that started about two years ago. This event was assessed as medically significant. It was unknown if the patient had any medical history, concomitant disease or risk factor. It was unknown if there were lab data/results available. Action taken: drug withdrawn. Corrective treatment: not reported. Outcome: not recovered / not resolved. Reporter causality: unassessable. Company causality: not reportable. A product technical complaint (ptc) was initiated, and the results were pending for the same.

Manufacturer narrative:
Sanofi company comment dated 14-oct-2022: this case involves a 35 years old female patient who had rheumatoid arthritis with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc one]. Based on the available information, causal relationship between the events and suspect product could not be denied. However, further information regarding patient¿s medical history, past medications, concomitant medications, post injection routine, injection technique and other risk factors would aid in better case assessment.

Manufacturer narrative:
Sanofi company comment dated 14-oct-2022: this case involves a 35 years old female patient who had rheumatoid arthritis with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc one]. Based on the available information, causal relationship between the events and suspect product could not be denied. However, further information regarding patient¿s medical history, past medications, concomitant medications, post injection routine, injection technique and other risk factors would aid in better case assessment.

Event description:
Rheumatoid arthritis [rheumatoid arthritis]. Case narrative: initial information received on 11-oct-2022 regarding a solicited valid serious case received from the patient, in the scope of post-marketing sponsored study "spon_I_synvisc one". Patient ID: unknown; country: canada study title: patient support program involving synvisc one. This case involves a 35 years old female patient who had rheumatoid arthritis with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2019, the patient received synvisc one injection at dose of 6ml once in her right knee (lot - 8rsl032b) (expiry date, strength: 48 mg/6 ml) for osteoarthritis. On an unknown date in 2020 after an unknown latency she no longer receives the injections being she now has (rheumatoid arthritis) that started about two years ago. This event was assessed as medically significant. It was unknown if the patient had any medical history, concomitant disease or risk factor. It was unknown if there were lab data/results available. Action taken: drug withdrawn. Corrective treatment: not reported. Outcome: not recovered / not resolved. Reporter causality: not reported. Company causality: not reportable. A product technical complaint was initiated on 12-oct-2022 for synvisc one (batch number: 8rsl032b) with global ptc number: (B)(4) sample status was not available the final investigation was in process. Additional information was received on 01-nov-2022 from other health care professional. Strength was added and batch number was updated from 8rsl03213 to 8rsl032b. Text amended accordingly.

Event description:
Rheumatoid arthritis [rheumatoid arthritis] . Case narrative: initial information received on (B)(6) 2022 regarding a solicited valid serious case received from the patient, in the scope of post-marketing sponsored study "spon_I_synvisc one". Patient ID: unknown; country: canada. Study title: patient support program involving synvisc one. This case involves a 35 years old female patient who had rheumatoid arthritis with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2019, the patient received synvisc one injection at dose of 6ml once in her right knee (lot - 8rsl03213) (expiry date, strength: unknown) for osteoarthritis. On an unknown date in 2020 after an unknown latency she no longer receives the injections being she now has (rheumatoid arthritis) that started about two years ago. This event was assessed as medically significant. It was unknown if the patient had any medical history, concomitant disease or risk factor. It was unknown if there were lab data/results available. Action taken: drug withdrawn . Corrective treatment: not reported. Outcome: not recovered / not resolved . Reporter causality: not reported. Company causality: not reportable . A product technical complaint (ptc) was initiated, and the results were pending for the same.

Manufacturer narrative:
Sanofi company comment dated (B)(6) 2022: this case involves a 35 years old female patient who had rheumatoid arthritis with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc one]. Based on the available information, causal relationship between the events and suspect product could not be denied. However, further information regarding patient¿s medical history, past medications, concomitant medications, post injection routine, injection technique and other risk factors would aid in better case assessment.

Event description:
Rheumatoid arthritis [rheumatoid arthritis]. Case narrative: initial information received on 11-oct-2022 regarding a solicited valid serious case received from the patient, in the scope of post-marketing sponsored study "spon_I_synvisc one". Patient ID: unknown; country: (B)(6). Study title: patient support program involving synvisc one. This case involves a 35 years old female patient who had rheumatoid arthritis with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2019, the patient received synvisc one injection at dose of 6ml once in her right knee (lot - 8rsl032b) (expiry date: 30-apr-2021, strength: 8 mg/ml) for osteoarthritis. On an unknown date in 2020 after an unknown latency she no longer receives the injections being she now has (rheumatoid arthritis) that started about two years ago. This event was assessed as medically significant. It was unknown if the patient had any medical history, concomitant disease or risk factor. It was unknown if there were lab data/results available. Action taken: drug withdrawn. Corrective treatment: not reported. Outcome: not recovered. A product technical complaint was initiated on 12-oct-2022 for synvisc one (batch number: 8rsl032b, 30-apr-2021) with global ptc number: (B)(4). The production and quality control documentation for lot # 8rsl032b expiration date (2021-04) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # 8rsl032b no CAPA was required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. As of 2nov22 there were 8 complaints on file for lot # 8rsl032 and all related sublots. 2 complaints were on file for lot# 8rsl032d: (1) broken syringe and (1) adverse event report. 6 complaints were on file for lot# 8rsl032b: (5) adverse event reports and (1) plunger defect. Sanofi would continue to monitor complaints and trending to determine if a CAPA (corrective and preventive action) was required. The final investigation was completed on 18-nov-2022 and investigation conclusion was no assessment possible. Reporter causality: not reported. Company causality: not reportable. Additional information was received on 01-nov-2022 from other health care professional. Strength was added and batch number was updated from 8rsl03213 to 8rsl032b. Text amended accordingly. Additional information received on 18-nov-2022 from other healthcare professional via quality department. Suspect expiration date added. Ptc results added. Text amended accordingly.